Manufacturer narrative:
Unit received cracked/bleeding lcd glass. Unit passed displacement test. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and black spots resembling ink. The customer also reported that the battery icon was visible. Blood glucose level at the time of the call was 200 mg/dl. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.